Event description:
Premature birth 2006. Tx to lbcmc 2007 for correction of patent ductus arteriosus. PICC inserted left axillary next day. Transfer back to initial facility 2 weeks later. Approx 2 weeks later, upon removal of PICC, at the initial facility, discovered catheter was not intact. Upon xray re-examination, appears to have been broken at least several days prior to removal. On the same day, pt transferred to another facility for eval. Two days later, cardiac catheterization for removal of remaining PICC segment. Two days after, returned to initial facility in stable condition.